Event description:
Nurse moved overhead light so that pt could be assisted out of bed. Light fell from ceiling and fell on pt's head. Light remained attached to electrical cord. Catscan of the brain was negative.